Manufacturer narrative:
Additional communication with the complainant confirmed the cot was unloaded onto an inclined surface and was still in the loading position at the time of incident. No details were provided as to the grade of the incline or the positions of the medics at the time of incident. There was no allegation of any sudden movement of the cot legs. The complainant reported they did evaluate the cot upon return to the station and did not observe any malfunctions in the operation of the cot. It was alleged the patient suffered broken bones and was hospitalized for the injuries. No additional details have been provided. The cot was evaluated by an authorized field technician at the complainant's location. A visual and functional evaluation was conducted and it was found the cot was operating according to specifications and no malfunctions were observed. The cot remained out of service at the decision of the complainant. A review of the IFU provides sufficient instructions and warnings for unloading the cot with a patient to ensure control of the movement of the cot at all times.

Event description:
The facts as reported by the complainant indicate the medics lost control of the cot after releasing it from the safety bail and pulling it away from the ambulance on an inclined surface. Patient sustained injuries as a result. No details have been provided as to medical intervention sought.

Event description:
The facts as reported by the complainant indicate the medics lost control of the cot after releasing it from the safety bail and pulling it away from the ambulance on an inclined surface. Patient sustained injuries as a result. No details have been provided as to medical intervention sought.